Event description:
A (B)(6), male, pt's daughter, contacted zoll customer support to report that the pt's battery was not charging. The pt was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. Upon investigation, the battery was not able to charge or power up a test monitor. The battery cells were completely drained and unable to be charged. The root cause of the defective battery cannot be positively identified, but is likely defective cells. No adverse event resulted from the defective battery. The pt received a replacement battery.